Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was interrogated and communicated normally with a programmer. Review of the device memory indicated that the device was in a reset state and upon interrogation a yellow screen noting the state appeared. The device was then programmed out of the reset state and manual electrical testing was performed. The device operated appropriately with no interruptions in therapy output throughout testing. Exposure to radiation treatment can cause memory errors which in turn can cause the device to enter a reset state.

Event description:
It was reported that, during a routine follow-up, this pacemaker displayed an error code and could not be interrogated. The patient is currently undergoing radiation treatment for cancer. The patient is not pacemaker dependent and no asystole was reported. A revision procedure was scheduled and this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during a routine follow-up, this pacemaker displayed an error code and could not be interrogated. The patient is currently undergoing radiation treatment for cancer. The patient is not pacemaker dependent and no asystole was reported. A revision procedure was scheduled and this pacemaker was explanted. No additional adverse patient effects were reported.